Event description:
I had saline breast implants in (B)(6) 2005. In 2010 the left side ruptured. I lived with the ruptured implant for 2 years. I finally had them replaced in 2012 with allergan natrelle 20 cohesive silicone gel implants. I started having trouble with hair loss, sinus infections, kidney infections, joint pain, insomnia, weight loss, yeast infections around 2015. I now have stabbing pain from my left breast through the back of my ribcage. I have a cough, difficulty swallowing, fibromyalgia, can't remember words sometimes. I've lost 30lbs, in the last year. I'm 5' 9" and am (B)(6)lbs. I feel like I am dying. I know these implants are killing me, but can't afford to get them out. These silicone implants should never have been allowed back on the market.